Event description:
On 6/10/98, while pt was on the cystoscopyflouro table, fluoroscopy would not function. The cystoscopy flouro table had been checked by the md prior to procedure and all sys were functioning. After several attempts by radiology tech and md to enable table to work, the pt was moved to another or room via or table. The procedure was completed readily (case delayed a total of 45 mins). There were no negative outcomes to pt-equipment problem only. The svc contract co was contacted on 6/10/98 and serviced the table on 6/15/98. This table has had sporadic problems since purchase. This is the third voluntary report submitted for this equipment. The other two reports were submitted in 1997 for incidents on 02/26/97 and 08/25/98.